Event description:
It was reported that cartridge alarm 20 occurred during insulin therapy. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to load new cartridge using proper technique, and successfully resumed insulin delivery.